Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had a cable malfunction identified during the post-surgery cleaning process. During surgery, the equipment was checked and used without any issues before the procedure. The procedure was completed but the patient outcome was not applicable. Isi followed up with the initial reporter and obtained the following additional information: the cable was broken and sticking out; it was a full cable breakage. There was no issue using the instrument during the operation in that status.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.